Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as not lot number was given. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Trends will be monitored for this and similar complaints. At the present time ,this complaint is considered closed. Device not returned.

Event description:
After emptying the full drip chamber into the bag, it was noted that the atmospheric vent of the drip chamber was blocked. It was necessary to open the stopcock to take air and have cfs drainage again. Further details are requested to the hospital. (B)(4) 2014: additional information from the affiliate explained that the incident has not yet been reported to (B)(6). (B)(4) - incident date : (B)(6) 2014. No lot number. In both cases, the devices will not be returned for evaluation (not available). The incidents have not been reported to the ansm yet.